Manufacturer narrative:
The insulin pump was received with normal operating currents and passed self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had partially broken off reservoir tube lip noted however, a test reservoir locked properly in reservoir tube. Also, the insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube thread and cracked case at reservoir tube window corner. The insulin pump was missing reservoir tube o ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir rim was broken off and reservoir was not able to stay in play. Customer's blood glucose was over 200 mg/dl. Customer was advised that insulin pump would need to be replaced.